Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump was sticky. Customer's blood glucose level was unknown. Customer reported that they need to press the buttons more than once. Customer reported the motor in insulin pump was slower. The insulin pump will not be returned for analysis.